Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 17.9cm to 18.1cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented on (B)(6) 2021 with right ventricular lead noise leading to episodes of high ventricular rate and a syncope episode. The lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout.